Manufacturer narrative:
The subject device of this report has not been returned to olympus because the customer would like to purchase a new oev262h high definition monitor. Though the subject device has not been returned, it was noted the phenomenon occurred during preparation for use. Communication has been sent to the user facility to obtain additional information. If additional / applicable information is obtained, a supplemental report will be executed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the malfunction likely occurred because the video processing substrate was broken down, or the power supply board has failed, or the lcd (liquid crystal display) panel has failed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient injury was reported. No additional information has been obtained.